Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease flat and white particles in the shell. Cloudy and bubbles in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient relative reported left side "rupture." Healthcare professional reported left side "tender lump" and rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side "rupture." Healthcare professional reported left side "tender lump" and rupture. Device was explanted and replaced.